Manufacturer narrative:
The tech initially tried changing the brake casters and found brake mechanism is damaged at the roller. The technician replaced all brake casters and the brake mechanism to resolve the issue.

Event description:
The tech alleged the brake casters are not holding. No pt impact.